Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the handpiece caused error 4, handpiece temperature, when connected to generator. It was stated that the handpiece was not recently sterilized and was cool. A second handpiece was used to complete case with no pt consequence. During troubleshooting after the case, it was determined that several parameters of handpiece were out of specification.